Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a thrombolysis procedure, the rotator on the squirt began leaking urokinase. The rotator then broke when the user tried to tighten it . No harm or injury was reported.